Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings include the following: due to wear of zoom lever, water tightness was lost, universal cord was sticky, scope connector cover unit was sticky, scope connector cover unit had a scratch, forceps elevator lever and knob had a scratch, right/left knob had a scratch, up/down knob had a scratch, switch box had a scratch, switch 2 had a scratch, plastic distal end cover had a scratch, suction connector had a scratch, universal cord had a scratch, suction cylinder was shaved, control unit had discoloration, control unit had a scratch, light guide bundle was slipping down, control unit was dirty due to water leakage, adhesive on bending section cover had a chip, due to wear of angle wire, the play of up/down knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, universal cord had a dent, suction connector was dirty due to water leakage, light guide cover glass had a scratch, flexibility adjustment ring had a scratch, image guide protector had a scratch, scope cover had a scratch, and grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had a e315 error. The issue was observed during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device with no delays. There were no reports of patient or user harm associated with the event.